Event description:
Pump apparently failed to recognize and regulate fluid pressure in left knee joint in the course of an arthroscopy. Sensor connection checked twice. Tubing changed. Apparent pump malfunction with fluid dissection into the pt's thigh. Procedure aborted.